Event description:
In 2009, the sales rep reported that the tip of the instrument broke off during surgery. No harm to pt. Additional info received in 2009 via telephone, the sales rep reported that during surgery on levels l4-s1, the surgeon was implanting the second screw. The surgeon was on the last two turns and the sales rep heard a pop sound. When the surgeon looked at the screw, it was identified that the tip of the driver broke in the tulip head of the screw. The surgeon was able to retrieve the broken pieces from the tulip head, no pieces fell in the wound. The surgeon used the other driver in the kit to finish the case. There was no surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Eval is pending upon the return of the product.